Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped, resulting in a large screen crack while the pump continued to operate and blood glucose remained unaffected; a replacement was arranged and the user was instructed on shutdown and return procedures. Symptoms included no adverse clinical effects. Outcomes included no impact to health and continued therapy use until replacement. Investigation included review of user report and logistical coordination for replacement and device return. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no indication of functional malfunction of pumping or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.